Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, high pacing thresholds were noted and capture could not be achieved. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.